Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula was kinked on (B)(6) 2024. The blood glucose level was 445 mg/dl at the time of event and was managed by bolus. The site of insertion was at abdomen. The event occured 3 or more hours after insertion. The infusion set was in use for 12 hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.